Manufacturer narrative:
The field service engineer (fse) confirmed with the customer that the system had not been used again. The fse would be on site to perform preventive maintenance on the integrated electrosurgical unit (iesu). No site visit was conducted. The system was working properly and no additional action was required. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the electrosurgical unit (esu) generator was not functioning after the start of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the clinical sales representative (csr) observed that the electrosurgical unit (esu) generator powered off and wouldn¿t power on. The technical support engineer (tse) recommended reseating and replacing the esu power cord, verifying the outlet had power, trying a new outlet, cycling the esu power button and tracing the power cord to verify the connection with the outlet, all without resolve. The tse suggested the customer use a forcetriad generator, but the customer was unable to locate the forcetriad. The tse explained that the forcetriad was the only validated esu for the xi system. There was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the system was checked and powered up without error. Technical support was contacted for troubleshooting and the surgeon was able to see through the hrsv and go into following mode. The procedure was completed.